Manufacturer narrative:
(B)(4). The customer reported to philips that the ac power module was not working. It was elevated locally by the customer. Given the info provided by the customer, the philips determined that the ac power module had failed. Replacing the ac power module resolved the reported issue.

Event description:
The customer reported to philips that the ac power module was not working.